Manufacturer narrative:
The device history record for the reported lot number, 0202786175, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 10-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 110 ml, flow rate: 8 ml/hr and 14 ml/hr, procedure: unknown, cathplace: unknown, date/time infusion start: 12:27 pm, date/time infusion stop: unsure if it occurred am or pm. It was reported the on-q pump ran faster than intended. There was no reported patient injury. When the incident occurred the patient was on the surgical inpatient unit. When the issue was identified the on-q device was on top of the bed sheets. No additional information was provided.